Event description:
Ous MDR- boston scientific received information that this right atrial (ra) lead was explanted due to a a fracture. The lead was discarded and will not be returned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant date that were reported are chronologically impossible. Therefore, they will not be added to this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.